Manufacturer narrative:
Updated fields - b4, b5, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) customer called to request assistance with a gas gain alarm that had occurred several times. There was patient involvement however, no adverse event reported. When asked how customer resolved the alarm, customer stated he present the start key a couple times and used the iab fill key a couple times. Getinge emergency support team had customer check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Getinge emergency support team reviewed the nature of this alarm and different clinical possibilities. (B)(6) stated the iab was placed axillary. Getinge emergency support team provided her the axillary disclaimer. Getinge emergency support team provided my direct number and encouraged to her to call back should the alarm go off several times in an hour so we could troubleshoot it together. As getinge emergency support team collected product surveillance information the gas gain alarm occurred again. Getinge emergency support team had (B)(6) replace the cardiosave iabp. Getinge emergency support team provided my direct number and encouraged her to call back if the alarm continued. Getinge emergency support team called (B)(6) back less than 5 minutes later to collect information, customer stated the alarm had already occurred again. Getinge emergency support team collected product surveillance information on the 2nd pump. Getinge emergency support team explained if the alarm continued to sound, customer would need to speak to the physician about exchanging the balloon.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site state - california a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use cardiosave intra aortic balloon pump (iabp) had recurring of gas gain alarm. Customer initially resolved the alarm by presenting the start key and using the iab fill key. She was guided to inspect the helium tubing, press the iab fill key for 2¿3 seconds, and restart the device. The alarm's nature and clinical implications were discussed, and she confirmed the iab was placed axillary. The axillary disclaimer was provided. During product surveillance, the alarm reoccurred, prompting replacement of the iabp. There was no harm or harm injury reported to the patient.